Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. A visual inspection was conducted. Signs of clinical use and evidence of blood were observed on the delivery device as well as the delivery tube. The delivery device was returned outside the loading device. The seal and tension spring assembly remained inside the loading device. The slide lock was engaged. The plunger was not depressed on the delivery device. The seal as visible in the loading device window. The seal and tension spring assembly was removed from the loading device. A microscopic inspection was conducted. The seal was slightly folded, no crack/delamination was observed. The following measurements were taken; the inner delivery tube diameter was measured at .196 in. The outer diameter was measured at .221 in. The length of the delivery tube was measured at 2.51 in. The values recorded were within the tolerance specifications. Based upon the received condition of the device, the reported failure ¿fitting problem¿ was confirmed.

Event description:
The hospital reported that during a coronary artery bypass procedure, hs iii proximal seal system seal failed to load properly. One of the "wings" never released when step 3 was attempted of the loading process. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Internal complaint number trackwise # (B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during a coronary artery bypass procedure, hs iii proximal seal system seal failed to load properly. A replacement device was used to complete the procedure. The hospital did not report any patient effects.